Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that the insulin pump was not working. The customer¿s blood glucose level was 226 mg/dl at the time of the incident. The customer's parent reported that they had issue with the insulin pump. The customer's parent was assisted with troubleshooting but the customer's parent stated that the insulin pump was not working. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device powered up properly after battery installation. No blank display noted. Device passed the self test, sleep current measurement, active current measurement, and the displacement test. Device was monitored and no unexpected powering off or blank display noted. Device communicated properly with glucose sensor simulator and the guardian link transmitter. The correct test blood glucose value was displayed on the sensor glucose graph screen. Monitored with the device communicating properly with sensor tester and the sensor transmitter. The auto mode feature activated properly. (B)(4).